Manufacturer narrative:
H6 - work order search: no similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens -10.50/+1.0/089 (sphere/cylinder/axis) into the patient`s right eye (od) on (B)(6) 2024. The patient complained of glare and light sensitivity driving in the dark. The lens remained implanted. The cause of the event was unknown. Additional information has been requested but none has been forthcoming.